Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message on the console which signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered on internal components of the device in addition to signs of 3rd party repair on the rear motor assembly, which can cause or contribute to a bias current message being displayed.